Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Because the serial number of the device is unknown, omsc could not confirm records such as the device history record. Omsc concluded that this event is attributed to the inappropriate handling by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus was informed by the user facility that gastrointestinal endoscopes were not reprocessed according to the instruction manual. The user facility was supposed to clean and brush the endoscope in the sink before placing it in an olympus automated endoscope reprocessor oer-4. However, a reprocessing staff skipped the brushing for a certain period of time. The user facility assumed that the brushing process had been omitted since 2 to 3 months ago. The affected models and its serial numbers have not been identified. It is unknown whether or not the patient was infected at this time.